Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when spoke with the patient, the patient had confirmed that the pump had alarmed with no disposable (nd). The device was then silenced, reviewed settings and closed the clamp but when tried to remove the cassette, she was not able to turn screw. The pump was then powered off. The medication was 5fu and the remaining volume when alarm occurred was at 8 ml. The flow rate was set at 2ml/hr with given volume of 84ml. It was found while in use with the patient and there was no harm.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.